Event description:
It was reported that the pt had been receiving modified de gramont chemotherapy which includes oxaliplatin vis PICC since (B)(6) 2011. Approx 200 ml of oxaliplatin leaked from pin hole in the catheter at 5 cm into the peripheral vessel. Pt underwent a wash out with no further treatment necessary.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.